Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian jugular filter delivery system was returned for evaluation. The introducer sheath/dilator was not returned. The filter was returned loaded in the delivery catheter; however, the feet were slightly exposed from the distal end of the catheter. No other visual anomalies were identified. Functional/performance evaluation: the filter was released distally and it deployed from the system with no issues. The pusher catheter and pusher pad were examined and no anomalies were identified. The deployed filter exhibited 6 arms and 6 legs/feet present and intact. No anomalies were identified. Heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the complaint investigation is inconclusive for the reported event as the introducer sheath used during the procedure was not returned, however the filter was deployed with no issues. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the meridian vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the attempt to deploy a vena cava filter, the delivery sheath could not be retracted and the filter was unable to be deployed. The delivery system was removed in its entirety and another filter was successfully deployed.